Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was above 700 mg/dl at the time of incident and the current blood glucose level was 71 mg/dl. The customer was assisted with troubleshooting for hyperglycemia. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer treated with insulin pump and intravenous saline with insulin for high blood glucose. Customer did not allege insulin pump was under delivering. Customer states couple little bubbles were there present along the tubing length. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer did not have a tubing clamp available. The insulin pump will not be returned for analysis.